Event description:
The pump was returned for investigation. Investigation revealed that the down button contact was inverted and over responsive. This report is made based on results of investigation completed on 01/05/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2015 with the following findings: the keypad was cut at the down button. The down button contact was inverted. The down keypad button was over responsive to user input. The remaining buttons were normally responsive. There was no evidence of contamination on the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).